Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that a (B)(6) patient developed a "pressure mark under the vibration box area." Patient was using vac therapy due to wound healing disorder at his sternum (status post coronary artery bypass surgery). Patient was in the hospital, where he mostly lies, and the staff concluded that the patient would remove the device at night while being connected to an external monitor so the affected area could attempt to heal. It was reported that the patient had a skin lesion, which already was dressed with skin protection pflaster. It's not known whether the device was responsible for this skin lesion or not. Patient was under medical care, the outcome of the irritation is not known.